Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with an adc freestyle libre sensor after 7 days of wear. A customer's daughter, on behalf of the customer, reported that a result of 150 mg/dl was obtained on the sensor scan, the customer was unable to self-treat due to unspecified symptoms and was unresponsive. The caller reported that on (B)(6) 2018, the customer was taken to the hospital where a reading of 660 mg/dl was obtained on a hospital meter. At the hospital the customer was treated with an insulin infusion. No further treatment was reported. It is noted that upon troubleshooting, the customer had used an expired applicator. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned for this complaint, and a valid serial number was not provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs(device history review) for all libre sensors within expiration at the time of complaint was reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was conducted and showed no trips for libre sensor and the reported complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A low readings issue was reported with an adc freestyle libre sensor after 7 days of wear. A customer's daughter, on behalf of the customer, reported that a result of 150 mg/dl was obtained on the sensor scan, the customer was unable to self-treat due to unspecified symptoms and was unresponsive. The caller reported that on (B)(6) 2018 the customer was taken to the hospital where a reading of 660 mg/dl was obtained on a hospital meter. At the hospital the customer was treated with an insulin infusion. No further treatment was reported. It is noted that upon troubleshooting, the customer had used an expired applicator. There was no report of death or permanent injury associated with this event.